Event description:
It was reported that a small hole in the packaging occurred. A 9.0x40x135 cm express ld stent balloon expandable was selected for use. Upon opening the device, a small hole was noticed in the outer packaging, which compromised the sterility of the stent. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k) #: k133110, p090003.

Manufacturer narrative:
H6 - evaluation method codes: updated. H6 - evaluation conclusion codes: updated. G4 - premarket / 510(k) #: k133110, p0900030.

Event description:
It was reported that a small hole in the packaging occurred. A 9.0x40x135 cm express ld stent balloon expandable was selected for use. Upon opening the device, a small hole was noticed in the outer packaging, which compromised the sterility of the stent. The procedure was completed with another of the same device. There were no patient complications as a result of this event.